Event description:
As reported per the clinical trial (B)(4): the subject patient underwent an open primary laparotomy cystectomy on (B)(6) 2024, during which a phasix mesh was trimmed, placed in an onlay fashion and secured in place with absorbable monofilament 2-0 pds sutures. A 3 cm overlap in all directions was achieved. The midline fascia was completely closed with slow absorbable monofilament 2-0 pds sutures. On (B)(6) 2024, the subject patient had mesh infection and fistula thereby underwent reoperation to explant the mesh. As reported, the clinician identified the event as causal relationship to the procedure and not related to the device used to treat the patient.

Manufacturer narrative:
As reported, the subject patient had mesh infection and fistula post implant thereby underwent reoperation with mesh explant. The clinician has assessed the patient¿s postoperative course as not related to the study device and causal relationship to the procedure. Post surgical infection and fistula are clinically understood potential complication of surgery and are identified in the adverse reaction section of the instructions-for-use, included with the product as possible complications. In regard to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.